Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had rotated 180 degrees, causing the lead to dislodge. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.